Event description:
It was reported that as the surgeon partially inserted a cq2015 three piece collamer lens and a haptic was broken. The lens was removed without any patient injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that the optic was torn and several places and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.